Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation. It was also reported the patient has not recharged the ipg as recommended. The charger and programmer can no longer communicate with the ipg. A new charger was sent to the patient to help resolve the issue. The replacement charger was unsuccessful. The patient will undergo surgical intervention on a later date. No further information is available at this time.